Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the ventricular rate sense channel. This noise was sensed by the device, and resulted in pacing inhibition. No symptoms were reported. A boston scientific crm technical services (ts) consultant discussed possible sources for the noise, including high voltage lead reversal in the header. Further evaluation was recommended.